Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) stated that this device was implanted sub-pectoral, resulting in complications. The patient also reported extensive bruising from the left side of the body down to the hip, across both shoulders, and halfway down the chest. Additionally, the patient was informed during post-operative care that the attending physician was no longer affiliated with the facility. One week later, an angiogram was performed with an unusually large number of physicians present, which was explained as normal. The patient further reported experiencing a heart rate higher than normal and scheduled a follow-up with a cardiologist. To date, this ICD remains in service. No adverse patient effects were reported.